Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 concurrently with d & c, hysteroscopy with resection of submucosal fibroids. It was reported that the patient experienced pain, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, and ¿other- has to wear pads or depends.¿ it was reported that the patient underwent sling revision on (B)(6) 2006. It was reported that the patient had hysterectomy done on (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2006 and mesh and monarc subfascial hammock were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary and urinary retention.